Event description:
The complainant reported that six days after the event date a therapeutic radiofrequency ablation (rfa) was performed on a male patient with liver cancer. The rfa procedure was to be performed on a 3.5 cm portion of the patient's liver. The patient developed a fever three days subsequent to the rfa procedure being performed. A diagnostic scan revealed an infected fra site. The scan also revealed that the ablation site measured approximately 4-4.5cm minimum diameter, rather than the expected size of 3.5cm leveen. It was also reported that the ablated area now involves the gallbladder bed and the complainant speculated that the gallbladder was probably ablated as well. The complainant reported that the patient's condition is now fine. There was no indication from the complainant of any patient treatment performed as a result of the reported problem.